Event description:
Attempted to give IV insulin with replacement IV insulin syringe and syringe would not stay into leurlock device on patient's IV. Administration of insulin required 2 rns. 1 rn had to hold syringe into leurlock while second rn pushed plunger.